Event description:
New information received stated that during the (B)(6) 2019 procedure, the cardiac perforation was addressed with the sub-xyphoid window performed. Also, a drain was left in its place.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed loss of capture and loss of sensing on the right ventricular lead. The lead was revised on (B)(6) 2019. The patient was stable post-procedure.

Event description:
New information received stated that an apical right ventricular lead perforation was noted. Lead revision procedure on (B)(6) 2019 was completed to address perforation.